Manufacturer narrative:
Additional information device evaluation- the lens was returned with moisture and residue on lens surface in a microcentrifuge vial. Visual inspection found lens haptic torn. Corrected data device code- (B)(4). Added to initial MDR. Claim #(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -5.5/+1.0/121 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was unknown.